Event description:
It was reported that during an orbital decompression surgical procedure the router broke into two pieces along the shaft. It was also reported that there was no adverse consequences and there was no delays as a result of this event. It was further reported that another router was readily available and the procedure was completed successfully.

Manufacturer narrative:
The bur subject to this investigation was returned to the manufacturer for evaluation, it was visually confirmed the tip of the router was broken. The returned router was measured where possible and all critical specifications were met. Lot number information has not been provided to permit further investigation. The root cause is undetermined.